Manufacturer narrative:
H3: analysis of the accy b31040 lead test cable dbs (lot #: 082n25423) revealed that the screening cable's spring contact on the distal end was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that output was increased to 3v in all combinations of unipolar bipolars using number 0 electrode, measurement was taken, and the value became high because measurement could not be performed on the clinician tablet. Even after attempting to reconnect the cable several times it did not improve. When another lead test cable was brought in as a spare and was opened and connected, the situation improved. Additional information was received from the manufacturer representative (rep) that the cause of the high measurements was not determined. The rep clarified that this event occurred during a stage 1 lead implant. A new lead kit was opened only for the test cable. A new lead was not used. The test cable was replaced and the issue was resolved.